Event description:
Additional information received reported that the patient was scheduled to have an explant on 2013-(B)(6). The reporter was unaware of any cultures taken or results. Nine days later it was reported that the patient had the unit explanted on 2013-(B)(6). It was noted that the patient would not be getting a replacement. Four days later it was reported that the patient¿s current status was unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had her device replaced about ¿one to two weeks ago.¿ at the time of the report the patient¿s pocket was infected and ¿not healing well.¿ six days later it was reported that the health care provider (hcp) opened the pocket, kept the system intact, and flushed the site. The hcp then closed the pocket back up. The next day it was noted that the reporter was not aware of any symptoms. The reporter had not heard anything else so believed the patient was doing fine. About two weeks later it was reported that the patient still had an infection after irrigation. The hcp was going to go in the day of the report and take the device out. The hcp was going to cut off any excess extension in the pocket.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered. The date of onset or diagnosis of the infection was (B)(6) 2013. The patient did not have meningitis. Signs and symptoms of infection included fever, redness, swelling, drainage, pain, and incisional wound opening. A culture was obtained from the lumbar region and the blood. The type of organism cultured was staphylococcus aureus. Treatment instituted for infection included total device system explant and type IV and oral antibiotics. The date of the last refill was unknown. It was noted that the primary location of infection as unknown. It was not known if any risk factors were present that applied to the patient before implantation. The patient outcome was unknown.